Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Reportedly, the customer cleared the alarm and continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.